Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in the right lobe of lung during a laparoscopic wedge resection, the stapler was able to fire however a very small green piece was found that fell into patient cavity after firing. An endo grasp was used to remove the fallen piece. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs. A visual inspection of the returned photos noted a green particulate matter can be seen. No handle can be seen in any of the returned photographs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.